Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd, during intervention, the blade of the trocar did not retract and caused an injury to the vena cava. The pt is well. Both trocars were used in the case and not sure which one caused the injury. No further info was recorded by the hospital.